Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the control unit on the small battery drive device was not functioning and defective. It was further determined that the control system plus motor (re 25 old) was defective, machine was in bad condition, trigger plus locking device/interlock was jammed/stuck, coupling head was defective and totally damaged, machine was running only 13v and the control system plus motor was defective (re 25). It was further determined that the device failed pre-test for status of development, general condition, attachment coupling, battery case coupling, triggers and ecu function, compatability between colibri/sbd and colibri 11/sbd ii, power at the motor with test bench; (circle motor type) re25=min. 50 to bow or re 28=min. 40 to 65w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.